Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen was unresponsive. During troubleshooting, the issue was confirmed, and the pump was replaced. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 272 mg/dl.